Event description:
It was reported that during a coronary drug eluting stenting treatment of the right coronary artery the taxus express2 2.5x16mm would not cross the lesion. The physician encountered a lot of resistance when pulling out the guide catheter and found the proximal end of the stent flared upon removal. There were no pt complications and their condition is reported as ok. The physician was able to complete the procedure with a different device.

Manufacturer narrative:
The device has not been received for analysis of the date of this report.